Manufacturer narrative:
(B)(4). Report source: foreign - canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that while using the t-handle to remove 0 spigot from patient during bilateral unicondular knee replacement, peg for insertion into the spigot sheared off at the connection point to the t-handle. No impact on patient was noted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Product has returned. Visual inspection shows the item and lot numbers match the complaint. Product was not returned in its original packaging. Device shows wear and damage and is confirmed that part of the pin is fractured and missing. No further investigation is required as the returned product does not provide any new information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures confirms the instrument, and the large pin has fractured off and is missing. No further information can be gleaned from this photograph. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.